Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years ago. Block d6b: explant date: a couple of years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50, serial: (B)(6), batch: 19636551.

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.